Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), kidney infection ("kidney infections") and sepsis ("blood infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), cystitis ("bladder infections") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, sepsis, cystitis and urinary tract infection outcome was unknown. The reporter considered cystitis, kidney infection, pelvic pain, sepsis and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sepsis ("blood infection") and kidney infection ("kidney infections") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's concurrent conditions included depression and bipolar affective disorder. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced cystitis ("bladder infections") and urinary tract infection ("urinary tract infections"). On (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, cystitis and urinary tract infection had resolved, the sepsis and allergy to metals outcome was unknown and the migraine and headache was resolving. The reporter considered allergy to metals, cystitis, headache, kidney infection, migraine, pelvic pain, sepsis and urinary tract infection to be related to essure. The reporter commented: essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes and was removed on (B)(6) 2015 (previously reported as (B)(6) 2015); diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet was received and the following information was provided: patient date of birth, weight, height and concomitant condition added; migraines, headaches, nickel allergy and did not underwent essure confirmation test were added as event; pain, bladder and urinary tract infections, kidney infection resolved immediately following removal; migraines, headaches improved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain'), sepsis ('blood infection / sepsis') and kidney infection ('kidney infections/ permanent damage to my right kidney/ half of my right kidney damage') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included right lower quadrant pain, vaginal discharge, vulvovaginal swelling, pubic pain, heartburn, constipation, drug allergy, nausea, amenorrhea, dyspareunia and genital hemorrhage. Concurrent conditions included depression, bipolar affective disorder, concentration impairment, fall, contusion, ovarian cyst, threatened abortion, sciatica and pyelonephritis. Concomitant products included hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), magnesium hydroxide (milk of magnesia) and paracetamol (tylenol). In 2013, the patient experienced headache ("headaches"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In 2014, the patient experienced cystitis ("bladder infections"). On (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant). On an unknown date, the patient experienced sepsis (seriousness criterion medically significant) and scar ("scars"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, cystitis and urinary tract infection had resolved, the sepsis, allergy to metals and scar outcome was unknown and the migraine and headache was resolving. The reporter considered allergy to metals, cystitis, headache, kidney infection, migraine, pelvic pain, scar, sepsis and urinary tract infection to be related to essure. The reporter commented: essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes and was removed on (B)(6) 2015 (previously reported as (B)(6) 2015) discrepancy noted in insertion dates: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event scars added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.